Event description:
It was reported that a tlv30 was used during a pulmonary artery procedure. It was reported by the affiliate that the instrument was used on the pulmonary artery and the operation was fine. Six hrs later the pt experienced major bleeding and went into shock. The surgeon managed to stop the bleeding by suturing him. The pt was connected to a respirtor on 11/13. The device was discarded and another device is being sent back, with same lot number of reload that was used.